Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the patient has "problems such as limited mobility, [patient] in a constant state of pain, [patient has] nerve injuries and [patient] worried [patient'll] need another surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient was pre-operatively diagnosed with l3-4 spondylolisthesis. L3-4 multifactorial spinal stenosis. L4-5 multifactorial spinal stenosis. Lumbar disc degeneration. Lumbar spondylosis. Lumbar radiculopathy. Low back pain and underwent the following procedures: l3-4 posterior lumbar interbody fusion. L4-5 posterior lumbar interbody fusion. L3 complete laminectomy and decompression of cauda equina, with bilateral foraminotomy and nerve root dissections. L4 complete laminectomy with decompression of cauda equine and bilateral foraminotomy with l4 nerve root dissections. L5 complete laminectomy with decompression of cauda equina with bilateral foraminotomy and l5 nerve root dissections. Application of pedicle screws at l3, l4, and l5. Application of intervertebral body mechanical device at l3-4, synthes peak implant with rhbmp-2/acs. Application of intervertebral body mechanical device, implant in which rhbmp2/acs was used. On (B)(6) 2004: the patient was discharged from the facility.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.